Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-35816, related manufacturer reference numbers: 2017865-2023-35817. It was reported that the patient presented in emergency room due to infection. The whole system including the implantable cardioverter defibrillator, right ventricular lead and right atrial lead, was explanted. Patient condition was stable.